Manufacturer narrative:
Additional information has been received about the device. This MDR is for the correction for the following: device received for this event is being corrected from reciproc blue files, 6x, sterile catalog # v040252025025 to reciproc files 6x catalog # v040212025025. Also, the lot # is being corrected from lot # unknown to lot # 382597. Investigation is still pending for this event and will be submitted once the investigation results are received.

Manufacturer narrative:
Summary: five reciproc files r25 8/100 25mm 025 were returned (two files in loose + three unused files). The files in loose are broken in the active part (fatigue) or at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1749596, #1750545, #1750179 and #1750973). The unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The broken piece could not be retrieved and was incorporated into the filling. No further treatment. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.